Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on january 21, 2007 and alleged that her one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist (mas) was not able to reach the pt after several attempts via phone. A letter was also sent to the address provided. The pt reported that at 10 pm, she tested on the reported meter and obtained a result of 223 mg/dl. She had felt this was high since she was not experiencing any symptoms at this time. She then took 3 units of novolog and 45 minutes after that, she went into an "insulin shock and seizure." Her mother started giving her juice with sugar and called the paramedics. The emt meter result was 31 mg/dl and they administered more juice and glucose tablets. She felt better after 10 minutes and tested on the reported meter with a result of 221 mg/dl. She immediately tested on her father's meter also with a result of 87 mg/dl. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). It was discovered that the pt was not cleaning the puncture area properly. Her testing technique was correct. The pt did not have any of the subject test strips left and therefore, a quality control check could not be performed. Although there is insufficient info regarding the events prior to 10 pm on event day (previous blood glucose results, food/medication intake, if she experienced any symptoms earlier that day, and her diabetes medication regimen), this complaint is reported because the pt took insulin following the result on the reported meter and then experienced hypoglycemia 45 minutes later. The paramedics treated her for low glucose. A replacement meter, and control solution were sent to the lay user/pt.